Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Air in line tests were performed per the spectrum preventive maintenance procedure with the unit passing. The device was found to alarm within specification.

Event description:
It was reported that a pump failed to alarm during a preventive maintenance test. It was also reported that there was no injury.